Event description:
The patient presented with an aneurysm of the right iliac artery. Following deployment of two viabahn devices (8x10 and 10x5), a 13x5 viabahn was positioned at the target site. Deployment of the device was started and suddenly, deployment stopped and the deployment line broke. There was no resistance felt during the deployment process. The device was half deployed/expanded. The physician was unable to remove the deployment catheter. Thus, the patient was transferred to the operating room for surgical removal of the device and catheter. The procedure was completed implanting an aorto-femoral bypass graft.

Manufacturer narrative:
The investigation into this event is currently in process, not completed at this time.